Event description:
Customer reported the insulin pump alarmed no delivery. Customer stated she was sleeping when the device alarmed. Customer's blood glucose was unknown. Customer was sleeping when the button error alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. No excessive no delivery alarm noted. The insulin pump passed functional testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.